Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during bhp surgery, when the surgeon assembled the bipolar cup and metal head, the bipolar cup didn't move smoothly. Therefore the surgeon changed the bipolar cup and metal head to another size products.

Manufacturer narrative:
An event regarding a siz/fit issue involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the metal head was returned assembled with the centax head. The device was otherwise unremarkable. Dimensional inspection: a dimensional inspection could not be performed as the centrax head and metal head were returned assembled and could not be disassembled. A review of the DHR confirmed that all devices passed dimensional inspection. Medical records received and evaluation: no information was received for review with a clinical consultant. No adverse impact to patient was noted. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined, the centrax head and metal head could not be disassembled. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during bhp surgery, when the surgeon assembled the bipolar cup and metal head, the bipolar cup didn't move smoothly. Therefore the surgeon changed the bipolar cup and metal head to another size products.